Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, two years after implantation, the patient complained of discomfort. The surgeon mad a scintigraphy in 2017; without findings (easing). After the patient complained of unrestrained pain, the surgeon made another scintigraphy in 2018 and decided to revise. The surgeon decided to change the inlay, neck and head. The patient was symptom free after surgery. No metalloses or osteolysis were detected during the operation, only adhesions at the joint. It was very noticeable that the neck was very easy to remove. At the neck are also visible traces of abrasion. Laboratory findings or tissue removal during surgery will be submitted to asap. Revised implants will also be submitted. Surgeon has a lot of experience with wright/mpo necks (for >15 years). Components not revised: procotyl l acetabular shell pha06218, lot: 1615703; profemur preserve femoral stem prpr0008, lot: 1596320.

Manufacturer narrative:
After the initial report it was determined that there as no complaint against this component. The device with the complaint was already reported under MDR 3010536692-2018-01304. Please void the initial report.